Event description:
It was reported that devices were used during a gastric bypass. It was reported the devices' internal valves (gaskets) began to break. Another device was used to complete the case. There was no consequence to the patient.